Event description:
In 3/2004, the pt reportedly became ill (symptoms not specified). Local medical care was not available to the pt. It was stated that the pt was unable to walk by the time pt presented to the reporting hosp. The diagnosis is meningitis. The cii device remains implanted.